Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) due to concern of loss of capture (loc) on this left ventricular (lv) lead. Ts reviewed the presenting egm and confirmed the loc on the lv lead. Ts also noted poor morphology on the egm as well. Ts recommended for further lead evaluation to be performed in clinic. At this time, this lv lead remains in service. No adverse patient effects were reported.